Event description:
Reported via clinical study it was reported that there was a device embolization. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their one year computed tomography (CT) follow up imaging procedure. The CT imaging showed that there was a device embolization that occurred. There were no reported patient complications or reported treatments that were performed.

Event description:
It was reported that there was a device embolization. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their one year computed tomography (CT) follow up imaging procedure. The CT imaging showed that there was a device embolization that occurred. There were no reported patient complications or reported treatments that were performed. It was further reported that this was a data entry error. There is no allegation of a device embolization.